Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) would get hot right away after starting a charging session. The patient stated that the event occurred on (B)(6) 2019. The repair department was contacted, and a replacement recharger antenna was requested. It was further reported on (B)(6) 2019 that the patient received the new antenna but was having a lot of discomfort at the ins site, which started on (B)(6) 2019, and they were not able to lay on it. The patient stated that they have also been having nerve pain on that side. The patient further reported that they no longer had nerve pain on their right leg, even without stimulation. With all the issues that the patient was having with their stimulator, including the burning sensation with recharging and discomfort at the ins site, they wanted the device removed. No further complications were reported or anticipated. Indication for use is spinal pain.